Manufacturer narrative:
H10. Updated/additional information ¿ a2. A3. D1. D4. G1. G2. G4. H4. H6. H8. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H6. Investigation results-gxl inserts manufactured since 2004 were packaged in out of specification (referred to hereafter as ¿non-conforming¿) vacuum bags that are oxygen resistant but do not contain a secondary oxygen barrier layer known as ethylene vinyl alcohol (evoh). The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral hip replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left hip replacement (B)(6) 2017. They had revision surgery on (B)(6) 2022, approximately 5 years 2 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.